Event description:
It was reported that a customer experienced an occlusion alarm with their insulin pump on multiple occasions. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed their insulin therapy. No further assistance was required, and the case was closed by technical support.